Event description:
On 1/20/94, while md began closing incision for an endoscopic cholecystectomy, with an fs2 (3-0 plain) suture, the tip of the needle broke. The same thing happened on 1/21/94. Another needle tip broke while suturing.